Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during use. The nurse was calling for a home patient (hp) and she was not at the house, so the exact reason was of the alarm was unknown. The technical service representative (tsr) explained the nurse how to clear the alarm and advised that if she wanted the hp to continue therapy that night, the hp would need to setup with new supplies. The nurse understood. The nurse to call hp back. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that he had an alarm but he did not know why. The hp stated he did not notice any visible damage or abnormalities with the supplies in use and did not know how the air got into the lines. The hp stated he is continuing therapy successfully on the cycler. There was no patient injury or medical intervention reported.